Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('persistent bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse ),"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. New events: dyspareunia (painful sexual intercourse ), apareunia, abdominal pain, menorrhagia (heavy menstrual bleeding) and metrorrhagia (bleeding between periods) were added. New lawyer and plaintiffs information added. Essure removal date and surgeries added. Patient date of birth added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.